Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The patient was diagnosed with peritonitis on an unreported date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause and treatment for the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event. On the same day as the receipt of this report, the patient was discharged from the hospital. Extraneal, physioneal and nutrineal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.